Event description:
A report was received that the patient is having to charge their implant more frequently. Bsn representative analyzed the patient's database and confirmed premature battery depletion. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient is having to charge their implant more frequently. Bsn representative analyzed the patient's database and confirmed premature battery depletion. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Device analysis confirmed difficulty charging ipg. Sleep current was out of the expected range. Depletion rate with stimulation turned off was higher than expected. It was determined this higher than normal current drain was from the analog/digital ic section of the ipg electronics. It could not be determined conclusively, which ic is the root cause of the failure as both components are covered in glop top which makes test points inaccessible, and troubleshooting to specific component level is not possible. Ipg passed visual, photographic, and performance tests.